Event description:
It was reported via phone call, that the customer's insulin pump had a blank display. It was also reported that the insulin pump was exposed to moisture. Customer's blood glucose level at the time 156 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received unit with blank display due to corrosion on electronic assembly. The motor assembly and vibrator motor was found corroded. The insulin pump had cracked reservoir tube lip and minor scratched lcd window.